Event description:
It was reported that during an a-flutter right side procedure the tip of the ez steer navigational ds catheter in use was seen bent on the fluoroscopy screen. The bend was described to be approximately 10-15 degrees probably due to the force of contact during ablation. The bend did not cause the catheter to get stuck or difficulty in the catheter withdrawal through the non-bwi sheath (long 8f ramp-1 sheath). The device was exchanged and the case was completed successfully. There was no patient injury reported. The event description provided by the customer was not indicative of a reportable complaint. However upon receipt of the complaint catheter, bwi lab noted the presence of char on the proximal end of catheter tip. Biosense webster became aware of this reportable malfunction upon initial evaluation of the complaint product which was completed on (B)(4) 2012. The visual inspection also found the catheter tip was slightly bent. A deflection test was performed in accordance to the complaint described. The catheter passed the deflection test. Although the catheter tip was bent, it is still within specifications. As for the char, the catheter was tested and passed electrical, temperature and generator tests. The device history record was reviewed, it verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4).